Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that during the stent assisted coil embolization procedure, the operator prepared to use the subject microcatheter. The operator applied the steam to shape the subject catheter, however, the outer coating peeled off and the marker was exposed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). B1 adverse event/product problem corrected - no product problem. H1 type of reportable event corrected - no malfunction. H3 device evaluated by mfg ¿updated. H3 summary attached updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device returned together with another microcatheter. An attempt had been made to shape the tip. The distal part of the catheter was found to be bent. There was no coating peeling noted. Functional inspection was not required as there is no damaged was noted to the coating noted during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and there was no damage noted to the packaging prior to opening the packaging. Also, additional information indicated that one attempt was made to steam shape the catheter tip, the catheter tip was about 2.5-3cm from the steam source and the tip was steam shaped for 20 seconds. There was no coating peeling identified during analysis. The catheter tip outer layer was intact. The reported event 'hydrophilic coating peeling' was not confirmed during analysis therefore an assignable cause of not confirmed will be assigned. The catheter shaft was found to be bent which most likely occurred due to handling of the device during the steam shaping process. The analyzed event 'catheter shaft kinked/bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during preparation of the product prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the stent assisted coil embolization procedure, the operator prepared to use the subject microcatheter. The operator applied the steam to shape the subject catheter, however, the outer coating peeled off and the marker was exposed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.